Event description:
The customer reported that during a routine check of the unit before initiating therapy on a pt, the unit failed the start up test. The pt was switched to another unit and therapy was initiated. No pt injury was reported.